Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab found the hemostatic valve to be dislodged inside the hub of the vizigo¿ sheath. Initially, it was reported that they were not able to advance the stsf or pentaray catheter through the valve. The vizigo¿ sheath was exchanged twice without resolution. The sheath was exchanged again with a competitor sheath (agilis) and the procedure was continued. No adverse patient consequences were reported. The obstructed sheath issue was assessed as not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is on (B)(6) 2022.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on (B)(6) 2022. The device evaluation was completed on 25-aug-2022. The product was returned to biosense webster for evaluation. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. A good-known lab sample dilator was introduced with the hemostatic valve dislodged, and resistance was found. Then the hemostatic valve was taken off the hub, the dilator was introduced again, and no resistance was found. A microscopic examination of the hemostatic valve surface showed evidence of damage to the outer diameter. A device history record review was performed for the finished device number: 50000145 and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).